Event description:
Boston scientific received information that this elderly patient with an ejection fraction of 30%, known bradycardia and kidney problems, was implanted with this pacemaker as selected by their physician and agreed upon by the patient's family. The patient presented in atrial fibrillation; however, was cardioverted back to sinus brady during the implant procedure. All device measurements were appropriate at the conclusion of the procedure. A few hours later, the patient suffered a pulseless electrical activity (pea) arrest, while in recovery and passed away. The physician reportedly ruled out a pneumothorax and tamponade as contributing factors. However, while in recovery the patient had complained of shortness of breath with an x-ray showing a small amount of fluid around the base of the heart. The device is not intended to be returned for analysis: no performance allegations have been filed. Although the patient was documented as a palliative care and all caretakers had agreed bradycardia support of this pacemaker would be beneficial, the physician stated that perhaps the act of the implant procedure along with the cardioversion, did precipitate an underlying issue and may have been a contributory cause, in the patient's death.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.